Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 51 year old male with cardiomyopathy, presenting in scai stage d, was supported with an impella 5.5 device inserted via the right axillary/subclavian artery. Clinical team identified signs consistent with hemolysis, confirmed by a plasma free hemoglobin (pfhgb) measurement of 50 mg/dl. Hemolysis did not resolve with transfusion nor with continued device support. The reported event involves confirmed hemolysis during impella 5.5 support, attributed to device use despite appropriate pump positioning and absence of anatomic abnormalities. A product return and data download will support further investigation. The patient remains on support. Hemolysis is a known risk associated with impella 5.5 as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
H6 investigation type and h6 component codes were updated accordingly based on the completed investigation. The cause of hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis.

Manufacturer narrative:
D6b updated. Corrected data. D1 updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
Additional information was provided that the device was discarded. B1: product problem was inadvertently omitted on the initial report and therefore section. B1: was corrected, repopulated accordingly to align with the reported event. E4: was left blank on the initial manufacturer device report it has been updated to unknown. G2: report source company rep was unselected on the initial therefore updated.